Event description:
It was reported by the customer that the leaking saw was discovered by a sterile processing technician prior to any procedure. It was also reported by the customer that the saw may have been immersed. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
The saw involved in the reported event was evaluated. During the eval, the technician was unable to duplicate the reported event; the saw performed within specifications.